Manufacturer narrative:
The pump was received with cracked case at display window corner, reservoir tube lip completely broken off and won't hold the reservoir properly. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir compartment is cracked, and the reservoir will not hold in place. The customer's blood glucose level at the time of incident was unknown. The customer states there are pieces missing. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.